Event description:
Nurse reported that neopicc "cracked" below the silicone heart and required replacement. It was identified when it was found leaking. It is unknown how long it was in use before leak occurred. It is also unknown if catheter was secured properly. A new PICC was reportedly placed. There was no pt injury or adverse sequence.